Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex esophageal fully covered stent was implanted within the lower esophagus of a patient to cover a fistula, during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, the patient's fistula was not associated with a malignancy. During the procedure, the stent was passed over the guidewire and deployed to cover the fistula. The physician then attempted to reposition the stent two to three centimeters proximally, by utilizing the stent suture. During this attempt the suture broke and the stent could not be repositioned. As the stent was not adequately covering the fistula, the physician then performed a nissen fundoplication procedure. The stent remains implanted, and the patient was reported to be stable post procedure. It is important to note that per the dfu, the wallflex esophageal fully covered stent system is intended for maintaining esophageal luminal patency in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors, and occlusion of concurrent esophageal fistulas. In addition, the dfu gives a warning: stent is considered to be a permanent device. Once stent placement is permanently achieved, stent removal or repositioning is not recommended.